Event description:
It was reported the patient had their device implanted on (B)(6) 2012 and it ¿wasn¿t working.¿ it was reported that when they sat down or were lying down the patient had to turn stimulation off because the intensity would ¿go up¿. It was noted the patient was programmed 5 times and on (B)(6) 2012 the patient¿s device was removed because it ¿wasn¿t working¿. It was reported that the patient¿s device was ¿put in backwards and was put in wrong.¿ **information omitted pertaining to event (B)(4) ¿ stim in the wrong location. These events are not related** additional information received reported the manufacturer representative was unaware the patient¿s device had been explanted due to therapy issues.

Manufacturer narrative:
Concomitant products: product ID 37702, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-p4, lot # n289493, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).